Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 20-mar-2013 to 16-apr-2013, ferrous and pre natal vitamins. Concurrent conditions included overweight and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge and vulvovaginal pain, dysmenorrhoea ("severe pain during menstruation"), the first episode of menorrhagia ("severe bleeding during menstruation"), urinary tract infection ("urinary tract infections"), loss of libido ("loss of libido"), hot flush ("hot flashes"), headache ("headaches"), dizziness ("dizziness"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("depression") with mood swings, tinnitus ("ringing in ears / tinnitus"), tremor ("tremors/shakiness"), the second episode of menorrhagia ("prolonged abnormal menses"), the first episode of abdominal pain lower ("lower abdominal pain and cramping"), vitamin d deficiency ("vitamin d deficiency"), anaemia ("anemia"), palpitations ("heart palpitations"), the first episode of abdominal distension ("severe bloating"), rash papular ("skin rashes and bumps"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dental caries ("tooth decay"), dysgeusia ("parageusia (metallic taste in mouth)") and the second episode of abdominal pain lower ("lower abdominal pain /cramping"). On an unknown date, the patient experienced migraine ("migraine"), the second episode of abdominal distension ("preggo belly"), anxiety ("anxiety"), anger ("angry snapping"), memory impairment ("forgetting") and flushing ("cheeks are really fuzzy"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, urinary tract infection, loss of libido, hot flush, headache, dizziness, hypoaesthesia, feeling abnormal, the last episode of menorrhagia, vitamin d deficiency, anaemia, rash papular, fatigue, alopecia, dental caries, dysgeusia, the last episode of abdominal pain lower, vaginal haemorrhage, migraine, the last episode of abdominal distension, anxiety, anger, memory impairment and flushing outcome was unknown, the weight increased, dysmenorrhoea, depression, tinnitus, tremor and palpitations had resolved and the dyspareunia was resolving. The reporter considered alopecia, anaemia, anger, anxiety, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flushing, headache, hot flush, hypoaesthesia, loss of libido, memory impairment, migraine, palpitations, pelvic pain, rash papular, tinnitus, tremor, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, weight increased, the first episode of abdominal distension, the first episode of abdominal pain lower, the first episode of menorrhagia, the second episode of abdominal distension, the second episode of abdominal pain lower and the second episode of menorrhagia to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Left side coil-3, right side coil-2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . (B)(6) 2015 : beta hcg pregnancy test : negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case - new event "preggo belly, anxiety, angry snapping, forgetting, cheeks are really fuzzy" were added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013, ferrous and pre natal vitamins. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge and vulvovaginal pain, dysmenorrhoea ("severe pain during menstruation"), the first episode of menorrhagia ("severe bleeding during menstruation"), urinary tract infection ("urinary tract infections"), loss of libido ("loss of libido"), hot flush ("hot flashes"), headache ("headaches"), dizziness ("dizziness"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("depression") with mood swings, tinnitus ("ringing in ears / tinnitus"), tremor ("tremors/shakiness"), the second episode of menorrhagia ("prolonged abnormal menses"), the first episode of abdominal pain lower ("lower abdominal pain and cramping"), vitamin d deficiency ("vitamin d deficiency"), anaemia ("anemia"), palpitations ("heart palpitations"), abdominal distension ("severe bloating"), rash papular ("skin rashes and bumps"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dental caries ("tooth decay"), dysgeusia ("parageusia (metallic taste in mouth)") and the second episode of abdominal pain lower ("lower abdominal pain /cramping"). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, urinary tract infection, loss of libido, hot flush, headache, dizziness, hypoaesthesia, feeling abnormal, the last episode of menorrhagia, vitamin d deficiency, anaemia, abdominal distension, rash papular, fatigue, alopecia, dental caries, dysgeusia, the last episode of abdominal pain lower, vaginal haemorrhage and migraine outcome was unknown, the weight increased, dysmenorrhoea, depression, tinnitus, tremor and palpitations had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, alopecia, anaemia, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, hypoaesthesia, loss of libido, migraine, palpitations, pelvic pain, rash papular, tinnitus, tremor, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, weight increased, the first episode of abdominal pain lower, the first episode of menorrhagia, the second episode of abdominal pain lower and the second episode of menorrhagia to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - events vaginal bleeding, migraines are added. Lab data updated. Product, patient & historical conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge and vulvovaginal pain, dysmenorrhoea ("severe pain during menstruation"), the first episode of menorrhagia ("severe bleeding during menstruation"), urinary tract infection ("urinary tract infections"), loss of libido ("loss of libido"), hot flush ("hot flashes"), headache ("headaches"), dizziness ("dizziness"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("depression") with mood swings, tinnitus ("ringing in ears"), tremor ("tremors/shakiness"), the second episode of menorrhagia ("prolonged abnormal menses"), the first episode of abdominal pain lower ("lower abdominal pain and cramping"), vitamin d deficiency ("vitamin d deficiency"), anaemia ("anemia"), palpitations ("heart palpitations"), abdominal distension ("severe bloating"), rash papular ("skin rashes and bumps"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dental caries ("tooth decay"), dysgeusia ("parageusia") and the second episode of abdominal pain lower ("lower abdominal pain /cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, weight increased, dyspareunia, dysmenorrhoea, first episode of menorrhagia, urinary tract infection, loss of libido, hot flush, headache, dizziness, hypoaesthesia, feeling abnormal, depression, tinnitus, tremor, second episode of menorrhagia, first episode of abdominal pain lower, vitamin d deficiency, anaemia, palpitations, abdominal distension, rash papular, fatigue, alopecia, dental caries, dysgeusia and second episode of abdominal pain lower outcome was unknown. The reporter considered pelvic pain, vulvovaginal mycotic infection, weight increased, dyspareunia, dysmenorrhoea, the first episode of menorrhagia, urinary tract infection, loss of libido, hot flush, headache, dizziness, hypoaesthesia, feeling abnormal, depression, tinnitus, tremor, the second episode of menorrhagia, the first episode of abdominal pain lower, vitamin d deficiency, anaemia, palpitations, abdominal distension, rash papular, fatigue, alopecia, dental caries, dysgeusia and the second episode of abdominal pain lower to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A total hysterectomy and bilateral salpingectomy was performed around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013, ferrous and pre natal vitamins. Concurrent conditions included overweight and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge and vulvovaginal pain, dysmenorrhoea ("severe pain during menstruation"), bleeding menstrual heavy ("severe bleeding during menstruation"), loss of libido ("loss of libido"), hot flush ("hot flashes"), headache ("headaches"), dizziness ("dizziness"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("depression") with mood swings, tinnitus ("ringing in ears / tinnitus"), tremor ("tremors/shakiness"), prolonged menses ("prolonged abnormal menses"), cramp in lower abdomen ("lower abdominal pain and cramping"), vitamin d deficiency ("vitamin d deficiency"), anaemia ("anemia"), palpitations ("heart palpitations"), abdominal distension ("severe bloating"), rash papular ("skin rashes and bumps"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dental caries ("tooth decay"), dysgeusia ("parageusia (metallic taste in mouth)") and abdominal pain lower ("lower abdominal pain /cramping"). On an unknown date, the patient experienced migraine ("migraine"), abdominal bloating ("preggo belly"), anxiety ("anxiety"), anger ("angry snapping"), memory impairment ("forgetting"), flushing ("cheeks are really fuzzy") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, bleeding menstrual heavy, urinary tract infection, loss of libido, hot flush, headache, dizziness, hypoaesthesia, feeling abnormal, prolonged menses, cramp in lower abdomen, vitamin d deficiency, anaemia, abdominal distension, rash papular, fatigue, alopecia, dental caries, dysgeusia, abdominal pain lower, vaginal haemorrhage, migraine, abdominal bloating, anxiety, anger, memory impairment, flushing, cyst and uterine leiomyoma outcome was unknown, the weight increased, dysmenorrhoea, depression, tinnitus, tremor and palpitations had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, alopecia, anaemia, anger, anxiety, bleeding menstrual heavy, cramp in lower abdomen, cyst, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flushing, headache, hot flush, hypoaesthesia, loss of libido, memory impairment, migraine, palpitations, pelvic pain, rash papular, tinnitus, tremor, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, weight increased, abdominal bloating, abdominal pain lower and prolonged menses to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Left side coil-3, right side coil-2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram- on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: evens cyst and fibroids were added. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A total hysterectomy and bilateral salpingectomy was performed around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.